Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent far p-wave oversensing was observed. The patient had an av node ablation procedure. The physician noted the oversensing when pacing was inhibited just after the procedure. The patient was asymptomatic. Programming change was made; patient will continue to be monitored.